Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The 80% stenosed,16x2.5mm, concentric, de novo target lesion with a greater than 45 degree and less than 90 degree bend was located in the severely tortuous and moderately calcified mid to distal left anterior descending (lad) artery. Following predilitation, residual stenosis was 75%. While advancing a 2.50mm x 16mm promus element plus stent significant resistance was encountered. Following stent deployment, a distal edge dissection was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable. It was further reported that no dissection occurred. During deployment of the 2.50mm x 16mm promus element plus stent, damage occurred to the stent due to calcification and tortuous anatomy. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is a combination product. A2 - age at time of event: 18 years or older correction: b1 adverse event/product problem and b2 outcomes attrib to adverse event. Correction: d6 implant date. Correction: h1 type of reportable event correction: h6 patient codes, device codes, evaluation method codes. A 2.50 x 16mm promus element plus stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A test guidewire (0.0140 inch) was inserted through the distal tip and exited at the guidewire exchange port without issues. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 16x2.5mm, concentric, de novo target lesion with a greater than 45 degree and less than 90 degree bend was located in the severely tortuous and moderately calcified mid to distal left anterior descending (lad) artery. Following predilatation, residual stenosis was 75%. While advancing a 2.50mm x 16mm promus element plus stent significant resistance was encountered. Following stent deployment, a distal edge dissection was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.